Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 17-may-2016. Product investigation is pending.

Event description:
The circular rotating brush has detached from the head while in use [device breakage]; no adverse event [no adverse event]. Case description: (B)(4). A (B)(6) male consumer reported that the circular rotating brush had detached from the oral-b dual clean brushhead while in use with an oral-b rechargeable toothbrush, version unknown. He noted that this had happened to him three times, with the most recent event involving a brand new replacement head that he had only installed 24 hours prior to the failure. The consumer stated that he had been using the oral-b dual clean toothbrush heads for many years. No symptoms developed. 09-may-2016 received follow-up phone call from consumer: the consumer reported that there were a total of 4 brush heads, but he only had 2 remaining. No further information was provided.